Event description:
A report was received that following a recent procedure the patient was experiencing pain at the ribs and chest. The patient was prescribed with pain medication. The physician believed that the symptoms were procedure related.